Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the distal idler pulley. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Review of the provided images is consistent with the complaint of a broken cable.

Event description:
It was reported that during a da vinci-assisted hernia surgical procedure, the mega needle driver instrument broke and fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed this instrument had a broken cable. (Sofmedica csr made a mistake while filling out the form). No fragments fell inside, and the delay was 3 to 5 minutes until they brought the spare instrument.